Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), UDI#: (B)(4). B3: date is approximate. Month and year are confirmed valid. H3: product ID: 97745, serial/lot #: (B)(6). Was returned for product analysis. Analysis found the main board was damaged; there were broken/damaged pins in the connector. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The reason for call was pt said their controller had been acting "wonky" the last week or so, but now the controller went blank/unresponsive and would not turn back on. Pt did not have controller with them and will call back with controller to troubleshoot. Pt called back with external equipment. Patient services (pss) had pt reset controller and screen came back on. Pt will now charge up controller from ac power and will call back if any issues. Additional information was received from the patient. Pt called back and mentioned they got "software problem: cannot continue: call medtronic: 1_intellis 2_ 3.6 3_58 4_qf_new" yesterday when charging the implanted neurostimulator(ins). Pt's controller had since depleted all the way down. During the call, the pt reset the controller and the controller responded. Pt reinserted lithium battery pack and saw the controller was charging as expected. Pt unlocked the controller and the controller connected wirelessly. Implant (ins) charge was 50% and the controller was low. An email was sent to the repair department to replace the controller.